Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the customer attempting multiple cables and wall adapters. The customer believes that the usb port is the issue. There was no impact to the customer's blood glucose level.